Event description:
It was reported that the pump failed downstream occlusion testing. There was no patient involvement.

Manufacturer narrative:
B3: unknown; month and year valid. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was duplicated. The pump was found to have confirmed in the ehl where there was a "cassette not attached properly" when the latch was closed. The pump alarmed for downstream occlusion (dso) during occlusion testing, and alert came on as soon as a cassette was attached. The cause of the customer reported problem was a defective dso sensor. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the dso sensor and updated software. The pump passed all functional tests and performed as intended after repair.